Event description:
It was reported that the home patient (hp) could not connect the patient line extension set to the patient line during use, while the hp was not connected. The technical service representative (tsr) explained that the patient line on the cassette was the female end and the patient line extension was the male end. As a result, the male end on the extension set would usually get plugged into the female end on the cassette. The tsr suggested that the hp contact the home care services to see if the hp had the correct supplies since the supplies were not connecting as they were supposed to. The tsr advised the hp to dispose of the current supplies attached and start the therapy over using all new supplies because the patient line was exposed to the air for an extended period of time with bags being connected already. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.